Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited high impedance. The patient was brought into the clinic. Upon interrogation, the high lead impedance was confirmed and the lead also exhibited loss of pacing. Lead fracture was observed via x-ray. On (B)(6)2017, the patient was brought into the clinic for a revision procedure. During the procedure, externalized conductor on the lead was observed via fluoroscopy. The lead was capped and replaced. The patient was stable before, during and after the procedure.